Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and the tip has fractured off. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 4+ years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported inlay pliers have fractured off on the insertion hook in the tibial plateau. The fractured fragment is enclosed with the pliers. No adverse events have been reported as a result of the malfunction as the inlay is placed outside the patient at the table. Attempts have been made and additional information on the reported event is unavailable at this time.